Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 400-unknown). Insulin injection was administered to address bg. Pump supplies were changed and a new vial of insulin was used. Customer's blood glucose stabilized. Recommendation was made to contact a healthcare provider to discuss event.